Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B) (4) has been completed. The reported problem was confirmed. The cause for the battery fault reported by the patient was a leaking cell on the suspect battery. The root cause for the leaking cell cannot be positively identified. The battery was repaired and retested. No adverse event resulted from the leaking cell. The patient received a replacement battery.

Event description:
A (B) (6) patient, called in to zoll lifecor customer support to report that one of her batteries was not charging and would not start the system. Support sent the patient a replacement battery.